Event description:
User facility reported that the sleeve of the suction catheter began to inflate. The suction catheter was replaced. There was no adverse outcome.

Manufacturer narrative:
Date of event: (B) (6) 2010. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.